Event description:
It was reported by svc report that the head end of the bed is not working properly. The fowler would not raise up. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
The operation manual for this stretcher contains the following instructions, "the fowler and/or knee gatch must be reset after the emergency drop feature is used or they will not raise. To reset, press and hold the pt control fowler and knee gatch down buttons until the motor stops. For faster reset, manually lift fowler and knee gatch until locked."